Event description:
During a cardiac catheterization procedure with stent placement, a 3.0x16 liberte cardiac stent became unattached from its balloon while being advanced to mid right coronary artery stenosis. Unable to retreive the stent and the vessel re-occluded and could not be reopened. Pt required immediate open heart coronary bypass surgery.